Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used to close the skin. After passing through the skin on the first pass, the surgeon found that the needle tip was gone. The tip was found attached to the magnetic needle holder and was removed from the patient. The surgeon grasped the swage of the needle during the pass and the tip when the needle was pulled out. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: a needle with a fracture at the needle point and the retrieved needle tip were submitted for this evaluation. A microscopic inspection revealed several heavy instrument marks at the needle point area and directly at the breaking point which indicates that the needle was handled there. The information for use cautions the user, "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.